Manufacturer narrative:
The catheter was discarded. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore; a device history record review was not completed.

Event description:
It was reported that the balloon had ruptured. When the catheter was removed the tip (very small piece) was missing. There was no retrieval performed, patient was fine. This event had occurred in the past and there was no exact complaint information that could be provided. This procedure was for a thrombolectomy. There were no patient complications reported.